Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital one day post implant for a follow up. During interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention was reported. The patient was stable and would be monitored.